Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that during the procedure the hand piece connector (mdr10 ) did not hold properly to the mount and the implant fell and lost sterility. Procedure was finished with other instrument and implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One biomet handpiece connector and osseotite tapered implant were returned for inspection. A visual inspection revealed that the handpiece connector is noted to have a fractured retaining pin. The reported implant mount was not returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. The products were functionally tested. The implant engaged and retained with a house mating mount and handpiece connector when assembled. The handpiece connector would not retain with an in house mount, as the retaining pin was fractured. The complaint is confirmed for the handpiece connector. A root cause for the complaint could not be determined. The following sections have been updated: event date not provided/unknown. Narrative was not included of the initial report.